Event description:
During product service by a service technician, a flo-gard infusion pump was found to display a f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f-94 alarm was identified during the functional testing. The cause of the condition was determined to be due to blown fuses. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.